Event description:
Revision surgery - the patient's patella cracked in her right knee.

Manufacturer narrative:
The reason for this revision surgery was reported as the patient cracked her right patella in her knee. The original surgery was performed on (B)(6) 2012; the revision surgery was performed on (B)(6) 2013 almost seven months later. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no information in this complaint about any patient activities, injuries, or accidents. There was no delay and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the first complaint against this product for a fracture and two other complaints due to pain. The probable root cause for the cracked patella cannot be determined with confidence. Factors that can contribute to a cracked patella include: trauma and heavy physical activity. There are no indications of a product or process issue affecting implant safety or effectiveness.